Event description:
The patient had a loss of therapeutic effect since she had her interstim she had not been thrilled. The patient indicated that the interstim was helping the symptom and it was working. The patient indicated that she was not sleeping at night. She got up to go 100 times at night and everywhere she went the first thing she was looking for was ¿where are the bathrooms". It was later reported that patient "had 2 major surgeries to correct what the health care provider did" and was still having problems. It was noted that patient received assistance from their manufacturer representative and healthcare provider and her concerns were resolved. Patient appointments were scheduled on (B)(6) and (B)(6) 2014. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function - bladder because it was reported that the patient had symptoms of urinary frequency. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ipg is inconclusive because the root cause and outcome for the reported therapy issue remains unknown. Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v526889, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient had issues with having bowel surgery and they did a rectocele. The manufacturer representative did a reset after this bowel surgery and the patient was messed up for life. The patient was having bowel pains and problems.

Manufacturer narrative:
(B)(4).